Event description:
It was reported that one filter strut appears to be perforating the ivc. Reportedly, approximately two weeks post filter implant the patient, who was anticoagulated with coumadin, presented to the ER complaining of abdominal pain and pain in the groin after experiencing trauma from a fall. A CT was performed and a filter limb was reported to be outside the wall of the vena cava. Reportedly, an ultrasound was performed, but nothing abnormal was identified. The patient was released and no further action was taken. The following day, the patient coded at home and was transported to the hospital. Attempts to revive the patient were performed but were unsuccessful. It was reported that the cause of the death was spontaneous bleeding as a result of the fall, intra-abdominal hemorrhage, and retroperitoneal hematoma. An autopsy was performed and it was concluded that one "tine" of the filter was incidentally found to be outside the wall fo the cava, but it had no serious clinical consequences. Furthermore, it was determined that the perforation did not cause or contribute to the patient's death. The cause of death was determined to be natural.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter remains implanted therefore, not available for evaluation. Images were not returned for evaluation. An autopsy was performed and although the actual report was not returned to the manufacturer, the user facility reported that the autopsy report stated that a portion of one "tine of the filter was found incidentally outside the wall of the cava, but it had no "serious clinical consequences and this finding did not cause or contribute to the patient's death. The cause of death was determined to be natural. It should also be noted that the user facility reported that they would not be submitting a medwatch report as they concluded that the filter did not cause or contribute to the patient's death.